Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting with the customer, the rse determined that the system didn¿t boot past the bios and reboot didn¿t resolve the issue. To resolve the issue, the customer checked the host pc and reset it, which allowed the drives to engage. The philips filed service engineer (fse) then visited onsite and verified that all pcs were powered on correctly and found no issues. After this, the fse restored the ghost and corrected the date/time. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.